Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's last blood glucose was 519 mg/dl. Customer has not been getting insulin for the last couple of days. Customer took off the cannula and found that it was bent. Customer realized that it was leaking for maybe 3 hours, so he was not getting insulin and the infusion set was leaking. Customer's wife was advised to treat her husband as the pump is not allowing him to treat more due to this issue. Caller ran a manual prime and they were able to see insulin coming out just fine, which should indicate that the pump is working as designed and there is no occlusion. However, this does not guarantee that the current cannula may not be bent. Caller was advised to keep the customer in shots until his blood glucose goes down to a normal level. Customer can then try the pump. Customer was advised to check the site and change the site, insulin, and tubing if his blood glucose goes high again.